Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the anterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive. Shell thickness within specification). Additional observations: brown particle observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. The device has been explanted and replaced.